Manufacturer narrative:
Additional information was added to d10, e1, h3 and h6. E1: initial reporter country: during follow up, it was clarified that the country of origin was taiwan, r.o.c. (Previously submitted as china). H10: the device was received for evaluation. Visual inspection was performed which observed evidence of use, dried blood/tissue. The jaw assembly had both rings intact. The returned sample was functionally tested and no issues noted. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of 3.0mm coupler failed to detach during use. There was no report of patient injury or medical intervention associated with this event.